Event description:
Patient reported right side pain and swelling, rupture, capsular contracture baker grade iii, and recall. Healthcare professional reported there is no contracture, but was an intra and extracapsular rupture as the imaging exam shows. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Edema: unable to observe since it is not related to the device. Anxiety - product/procedure: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Erythema: unable to observe since it is not related to the device. Fever: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d6b, h6

Event description:
Patient reported right side pain and swelling, rupture, capsular contracture baker grade iii, and recall. Healthcare professional reported there is no contracture, but was an intra and extracapsular rupture as the imaging exam shows. Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: pain, swelling, rupture.